Event description:
Device history record was reviewed and the event dealt with the issue of defective air sensors. Some problems have been corrected, but a new internal CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history regarding the received pump was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The reported device was not returned to brézins for investigation. A lengthy investigation into event was carried out by the r&d team. It has been shown that the air detection levels of the last soft (sw. 4.2 and 4.3) have been lowered in order to better detect small bubbles (<10 l) which works very well with new versions of air sensors. The issue is that with slightly older air sensors, the detection threshold is too close to the limit, too sensitive. Therefore, several actions are being carried out. An fsn has been sent, dealt by the event, fresenius kabi recommends to all customers: when relocating pump stations, always move the rolling stand itself, rather than pulling on the tube sets. When installing tube sets, to use the hook on the left side of the pump housing to secure the tube set and keep it in place throughout the infusion. A software correction to prevent from these false air alarms is in preparation. A hardware investigation is also underway on the air sensors in the field via an interanl CAPA. We remind you that before upgrading, it is important to follow the (B)(4). This complaint is considered as not confirmed as we were unable to test the device, and the root cause could be related to a software issue. We therefore advise you to change the air sensor and update the software version as soon as it is available. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: pump with airline issue where bolus become ineffective for priming while it was on patient. Reported issue (incident date and time: (B)(6) 2025 at 1200hrs): pump alarming for air in line 3 times since start of shift and once overnight through the norepinephrine line. Secondary line primed and attached to patient after first event as blood pressure dropped to 50/40. Norepinephrine infusing at 0.44mcg/kg/min and blood pressure drops profoundly after only 20 seconds of line stopping. Attempts to press "bolus" to clear line of bubble ineffective. Flicking tubing and removing line and reinserting attempted. After 4th event, primary infusion changed to a new pump and line replaced in the pump that was alarming "air". Additional information received from customer: 1. Patient identifier information: age, gender. - 60, male 2. What was the patient being treated for? - patient was critically ill and required norepinephrine infusion to maintain adequate blood pressure 3. Was additional medical intervention/treatment required due to the incident? - bp dropped but recovered fairly quickly without prolonged instability, when the pump was able to run again the bp recovered. 4. What was the patient outcome? Is the patient doing well? - moderate harm at the time, but likely not long term. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.